Event description:
The reporter stated the surgeon inserted and removed an aq2010v silicone three piece lens during the same surgery due to the surgeon was unable to get the lens to sit correctly in the pt's eye. The lens was removed with no pt injury, no enlarged incision or sutures. The reporter stated there was no problem with the pt and it was not lens related.

Manufacturer narrative:
Method: lens work order search. Results: visual inspection of the returned prod found the lens optic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the eval of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.